Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the speaker was not announcing audible tones. The pump was reset but the issue continued to occur. There was no reported adverse impact to the customer's blood glucose level.